Manufacturer narrative:
Echo and cine imagery is not available for review by edwards lifesciences. The positioning of the first valve prior to deployment was noted to be close to 50:50. During deployment inflation was held for 4 seconds as per the instructions in the physicians training manuals. The was no loss of pacing capture throughout the deployment. The image intensifier angle and coaxial alignment were noted to be good and the site ensured the alignment was correct prior to deployment of the first valve. In addition the patient was noted to have no narrow stj (sinotubular junction), no septal hypertrophy and a moderate degree of aortic root calcification. Post deployment of the first sapien valve the final position was noted to be too aortic with moderate central leak. Final positioning and the mechanism for the aortic deployment cannot be confirmed as the imagery is not available for review by edwards lifesciences. Per the instructions for use (IFU) complications associated with the use of bioprosthetic heart valves include paravalvular leak and central leak. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The physician's undergo extensive training by edwards lifesciences in order to perform thv procedures. Training includes device preparation, approach, positioning and deployment, imaging, training manuals and proctored procedures. The physician¿s training manuals instruct the physician on the proper steps and techniques for successful valve deployment. There was no report of device malfunction that resulted in this event. In this case, the exact cause of the reported event cannot be determined; however, in addition to procedural factors it is possible that patient factors could have contributed to the valve moving aortic causing a central leak. There is no documentation of device malfunction. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported via the edwards clinical specialist during a transcatheter aortic valve replacement (tavr) procedure, post valve deployment, on final assessment of position of the first valve, the valve was noted to be slightly aortic with moderate central leak. The position and central leak were verified via tee. A second valve was placed slightly more ventricular. The placement of the second valve was successful and the central leak was resolved.